Manufacturer narrative:
This report is submitted on april 30, 2024.

Event description:
Per the clinic, the patient experienced an extrusion of receiver/stimulator. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6), 2024 for a skin revision and the device was explanted during the same surgery. The patient was reimplanted with a new device during the same surgery as well. Device analysis report attached. This report is submitted on may 30, 2024.